Event description:
It was reported by the customer that pyxis medstation es system was totally blank and it was not communicating. The customer reported that they utilized the another station to obtain their medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that power supply was not working. A field service engineer replaced power supply. The system functioned as intended after the field service engineer troubleshot the device.